Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had loss of pain control. There were no environmental , external, or patient factors that may have led to or contributed to the issue. A cap (catheter access port) test showed no flow of csf (cerebral spinal fluid), an indium study showed no flow of drug out of pump pocket. A rotor study showed normal rotor function. The patient was taken to the operating room for a planned catheter and pump replacement. The pump pocket showed some fluid retention. No leak at the connector. The connector was removed and no csf (cerebral spinal fluid) flow. At the spine no csf flow. Multiple attempts to place a new catheter were unsuccessful with no flow of csf. The case was aborted. The old spinal catheter was unable to be removed and was ligated at the spine. The issue was resolved at the time of the report. Additional information received from the healthcare provider reported the fluid observed in the pump was clear colorless fluid and there was no way to tell if it was drug or csf. When asked if the cause of the fluid in the pump was determined the healthcare provider indicated that probably pump motor was forcing out some fluid at the attachment to sutureless connector which were the healthcare provider thoughts/theory. The healthcare provider also reported that lumbar punctures were done twice but no csf observed. Per the healthcare provider patient issue, suspected arachnoiditis related to 8 previous lumbar surgeries. Troubleshooting related to the inability to achieve proper csf flow was an indium scan done, no activity (flow) outside pump, rotor test normal. The cause was suspected arachnoiditis.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information was received that the manufacturing representative had no knowledge of a indium study. A rotor study, however, was performed. The rotor turned properly, so the patient was to be scheduled for a catheter exploration/revision. The pump delivered dilaudid 15 mg/ml at 4.798 mg/day simple continuous. The lot number was unknown. It was noted the catheter revision had not yet been scheduled. Further information was provided, by the healthcare provider, that volume discrepancies were discovered on (B)(6) 2014, (B)(6) 2015, (B)(6) 2016. The discrepancies usually consisted of a 2-4ml discrepancy. On (B)(6) 2016, the expected residual volume (erv) was 4.3 ml and the actual residual volume (arv) was 9 ml. The patient experienced increased pain. The patient was monitored for the first three volume discrepancies. A pump study was then recommended in (B)(6) 2016, but was not done. A pump study was again recommended on (B)(6) 2016. The patient had a pump study, indium scan and rotor test, which suggested a pump catheter disconnect. The pump and catheter were scheduled to be replaced on (B)(6) 2016, but the procedure was canceled due to lower extremity edema. The replacement procedure will be rescheduled. The patient's indication for use was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported a volume discrepancy occurred. The manufacturing representative got a call from the hcp on the date of this report stating the patient has had volume discrepancies at the past few refills. The actual residual volume (arv) was greater than the expected residual volume (erv). It was noted the patient had a (B)(6) study done at some point, and it was discovered the drug did not leave the pump. The hcp wanted to perform a (B)(6) study. There were no patient symptoms reported. The reporter had no further patient history or device details. The reporter was to follow-up with the hcp. The event date was unknown. Additional information was received that a (B)(6) study was performed on 2016-05-25, and the rotor was fine. The plan was to perform a catheter revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.